Event description:
Clinical study. It was reported that following a coronary artery stenting procedure, the pt experienced in-stent restenosis. The target lesion was located in the ostium of the left internal carotid artery with 90% stenosis and was 20 mm long with a 5 mm reference vessel diameter. The physician treated the lesion with placement of a filterwire ez and a 4-9 x 30 mm nexstent. Following post-dilatation, residual stenosis was 10%. The pt was discharged the next day. At 389 days post index procedure, the pt was seen for a 12-month f/u visit. Hospital stroke scale at this time was 0. The pt had a required 12-month ultrasound that noted a 59% target lesion stenosis (ostium of the left internal carotid artery). Carotid duplex scan revealed mild to moderate stenosis (40-59%) of the left internal carotid artery. Per the core lab ultrasound report of study, the stent was patent. No action was taken.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.